Event description:
The customer reported that the 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. Customer support engineer (cse) inspected the device and found the serial cable damaged. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).